Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of feces on catheter transfer set coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, feces was found on the patient's catheter transfer set. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. In (B)(6) 2011, a peritoneal effluent culture was performed. The culture result was unknown. The cause of the peritonitis was feces on catheter transfer set. Dianeal therapy was ongoing. Treatment information was not reported. The patient was recovering from the peritonitis. The outcome for the event of feces on catheter transfer set was not reported. An opinion of causality was not reported. The following additional information was obtained from the patient's nurse on (B)(6) 2011: the patient was in a nursing home when he developed cloudy effluent. The patient's wife noted feces on the transfer set while she was visiting with him. The patient's caregiver was setting up the homechoice therapy, but the nursing home staff was connecting and disconnecting the patient during therapy. The patient was hospitalized on (B)(6) 2011 with peritonitis. The patient was initially started on cefepime IV in the emergency room. Infectious disease was consulted and the patient was started on zyvox IV. The patient was also being treated with vancomycin ip for two weeks as prescibed by the nephrologist. There was no exit site or tunnel infection. The nurse stated the event of peritonitis was caused by touch contamination. The patient and his caregiver were retrained on asepitc technique. Per the rn, a baxter representative has been providing training to this particular nursing home on use of the homechoice device. There was no allegation against any baxter devices or solutions. Samples not available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review of the potentially associated lot numbers (h11h11080, h11g14037) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provided relevant information regarding instructions for use. The root cause for the reported condition of use error-breach in aseptic technique, which resulted in use error was undetermined.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be submitted if additional information becomes available.